Event description:
The user facility reported that a 39-year-old female patient implanted with the impella 5.5 for mechanical circulatory support experienced pump positioning issues. The clinical team stated that the "pump came back into aorta unable to be advanced after multiple attempts" the plan was to take the patient for pump exchange. No further information was provided. There were no reports of harm to the patient.

Manufacturer narrative:
The investigation into the reported positioning issue was completed. Based on the available information, the root cause of the reported event was undetermined. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.